Manufacturer narrative:
Correction to the cer # referenced in the incident description, it should be (B)(4). Investigation summary: the event product was returned to applied medical for evaluation without an obturator. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. Additional information requested from the user facility noted that no parts were left inside the patient. The wall thickness of the cannula was measured, and the measurements did not meet specifications. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of event to occur. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from sales representative on january 25, 2017: the customer realized that the insufflation doesn´t work so they checked the trocar. It was because of insufflation. It was not a port problem. The insufflation works but the gas flew into the abdominal wall and not into the abdomen. So they checked the trocar and saw that it was broken.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "at first the insufflation port doesn´t work. They changed the trocar for the insufflation. When they removed the trocar, they realised that the trocar was broken. This happened in 3 cases. But only in one case there was the problem with parts inside the patient, cer (B)(4). More details will follow after the visit to the tm." Additional email from tm received on (B)(6) 2016: ''I will send you all this information when I got the pictures and the information from the hospital. She said that she will send me this information today. They can't remove the parts because they can't find them. But I will give you more information on the afternoon''. Additional information received on (B)(6) 2016 with the correct/updated incident description: he start the surgery an realised that the they were not able to insufflate with this trocar. They´ve changed the insufflation to another trocar. When they removed the trocar at the end of the surgery they realised that the trocar is broken in the middle of the sleeve. Tm confirmed by email on monday (B)(6) that there were 2 incidents instead of 3 incidents initially declared. Additional info received from tm by email on (B)(6) 2016: in both cases no parts are in the patient. Wrong information from the or-staff. Patient status - good.